Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) level was 230mg/dl at its highest. The customer performed troubleshooting on their own and observed insulin dripping out of the infusion tubing during insulin delivery. An infusion site change was performed and an additional occlusion alarm occurred during bolus delivery. The customer reconnected the infusion tubing to the same infusion set site and requested the correction bolus once more and no additional occlusion alarms occurred. Reportedly, the customer believed that the most recent occlusion alarm may have been caused a temporary blockage at the infusion set site.